Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys ft4 iii on a cobas 6000 e601 analyzer when compared to the abbott alinity method. Sample 1: the sample was tested on abbott alinity on 16-aug-2022, resulting in an ft4 value of 0.89 ng/dl. The sample was repeated on the customer's cobas 6000 e601 analyzer on (B)(6) 2022, resulting in an ft4 iii value of 1.2 ng/dl. Sample 2: the sample was tested on abbott alinity on 16-aug-2022, resulting in an ft4 value of 0.88 ng /dl. The sample was repeated on the customer's cobas 6000 e601 analyzer on (B)(6) 2022, resulting in an ft4 iii value of 1.19 ng /dl. The serial number of the customer's e 601 analyzer is (B)(4). No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The calibration and quality control results are acceptable. From the information provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation could not identify a product problem.